Event description:
I ordered a belt from (B)(6) which claimed to relieve back pain. They said they had "medical" evidence. The unit did not help and caused pain in areas I did not have pain before. I paid (B)(6) for it plus (B)(6) shipping. Then another (B)(6) to exchange for a bigger size because they told me to get the wrong size. Then another (B)(6) to return it.